Event description:
Beckman coulter inc. Was notified that the customer's unicel dxl800 access immunoassay system had a disabled temperature controller. The temperature controller software is used by the analyzer to monitor all instrument temperatures. The customer did not run any patient results from the time this issue began on the unicel dxl800 access immunoassay system and hence there were not deaths, serious injuries or modifications to patient treatment associated or attributed to this event. No specific patient information or sample collection/handling information was associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Beckman coulter inc. Customer technical services reinitialized the analytical unit (au) which resolved the issue. The analyzer's temperature control process is the likely root cause of this event.